Event description:
It was reported that pacing failure with a model pe074f5 catheter from lot 64568143 was observed from the beginning of use. The catheter was prepared for use as a temporary catheter prior to a pacemaker insertion, but pacing failure occurred. The catheter was replaced, and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one bipolar pacing catheter with attached monoject 1.3 cc volume limited syringe. No visible damage or abnormality was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. A device history record review was initiated to document that the device met all specifications upon distribution. The customer report of pacing issue was unable to be confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.